Manufacturer narrative:
Product event summary: the delivery system was returned with the device intact, analyzed. Analysis indicated the flush tube detached from the hose barb of the tether lock housing of the delivery system. Fluid pathway leak was observed on the delivery system. The lumen of the delivery system was torn. The delivery system tether was frayed. There was a deployment issue with the delivery system. The delivery system inner shaft was mechanically kinked/bent. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra-operative the delivery system of the leadless implantable pulse generator (ipg) exhibited a leak. When contrast was pushed, a pop was felt. Subsequently, contrast was found to be leaking from multiple points of the grey handle, and was not making its way to the end of the delivery system. It was also reported that there was a difficulty deploying the ipg during second deployment, but was eventually deployed with much more force than normal was required. The ipg system was attempted/not used. No patient complications have been reported as a result of this event.